Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the upper exterior door switch was adjusted on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the imaging system displayed the gantry door was open and could not be closed by the user. There was no patient present when this issue was identified. No additional information was provided.